Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a generated error, by using the error logs tool. Further investigation revealed the programmer test "common wrist electrode" was out of specification and that the electrocardiogram connector was loose which caused the "common wrist electrode" condition, therefore the link electronics module printed circuit board was replaced and calibrated. Analysis also found that the power cord door was damaged and that the keyboard case hinges were broken so both were replaced. The hard drive was reconfigured and the current software reloaded. Product ID 2067 radio frequency programmer head.

Event description:
It was reported that during a universal serial bus (usb) update the programmer's power cord was tripped over and the power to the programmer was lost. When the programmer was turned back on a black screen appeared with the text "serious programmer error". It was further noted that the service disk was unable to be run. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.